Manufacturer narrative:
Copy of swerdlow, charles d., et al. (2020). Impedance in the diagnosis of lead malfunction. Circ arrhythm electrophisiol. 2020; 13:e008092. Doi: (B)(6)/circep.119.008092

Event description:
It was reported per article of interest literature review that several of the figures discuss boston scientific products. Figure 4 shows pacing impedance trends, including abrupt, transient increase to both in-range and open-circuit pace impedance values, likely caused by is-1 header-lead pin mismatch between a boston scientific implantable cardioverter defibrillator (ICD) and non-boston scientific lead pin. This lead remains in service and recent interrogations showed normal trends. Also described is gradually increasing out-of-range pace impedance in an endotak lead, with electrical function remaining acceptable and the lead remaining in service. Finally, abrupt, transient pace impedance dips within normal range in a lead connected to a pacemaker. Electrical function was normal, and the lead remained in service, the cause being unknown. Figure 5 shows representative right ventricular (rv) shock-coil trends which include examples such as an abrupt 20 ohms increase in shock impedance, within normal limits, after generator change between prizm 2 and teligen devices due to a change in measuring-pulse amplitude. Also, a gradual increase in an endotak lead shock impedance, out-of-range, presumably caused by mineralization of the rv coil. Noninvasive defibrillation testing demonstrated an adequate safety margin in this lead, and it remained in service. Figure 7 showed impedance trends recorded from functioning leads without other abnormalities. Examples include an autoscaled plot of individual right atrial (ra) and rv pacing impedances in boston scientific accolade pacemaker which gives visual appearance of abrupt changes for values within normal range. Also, a trend from an ingevity bipolar atrial lead connected to an accolade pacemaker showed gradual increase and decrease in pace impedance within normal limits without an identified cause. The impedance subsequently decreased to about 800 ohms and remained stable; the lead continued to function normally. No adverse patient effects were reported.